Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an open heart surgery. In the middle of the surgery, it was observed that the ultrasound system displayed an image with a color doppler noise. The physician rebooted the ultrasound system but it did not resolve the issue; however, it was reported that the surgery was continued and successfully completed without replacing the ultrasound system or the transducer. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms having color doppler noise in image. The transducer was returned, and an investigation was performed. The image quality problem was reproduced. The cause of the color doppler noise on the transducer was a manufacturing issue with the coaxial cables. The cable assembly manufacturer has changed the process through a CAPA. This transducer was manufactured prior to the CAPA since may 2017. The transducer was replaced on site by service. (B)(4)